Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the treatment for the event was not reported. At the time of this report, the patient was in the emergency room due to the even, however it was not reported if they were hospitalized. At the time of this report, the patient was not recovered. No further detail was provided regarding whether dianeal therapy was ongoing. No additional information is available.